Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the patient was seen in clinic for a routine follow up of their device. The battery longevity was showing 1 year remaining. The device currently remains in service, but is expected to be explanted and replaced within the next couple of months. No adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported the patient was seen in clinic for a routine follow up of their device. The battery longevity was showing 1 year remaining. The device was explanted on (B)(6)2019. No adverse effects to the patient were reported.